Manufacturer narrative:
Additional information sections date of report, event, and PMA/510k. It was discovered during an internal review that the additional information present in event was not included in the original report due to an oversight. As such, this event along with the additional information has been considered and re-assessed by the medical reviewer, and the injury assessment remains not serious. This event remains a reportable malfunction due to the observation of dielectric breakdown. Redness or pinkish skin is an expected response from thermage treatment. Investigation found the burning smell and sparking were caused by stress concentrations on the flex assembly at the adhesive edge that damaged the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. The investigation is complete.

Event description:
The user facility reported seeing a spark on the thermage tip when this event occurred. It was also reported that the patient did not have any burns but did turn "pinky". Shooting cream was applied, and the patient was offered a complimentary mini facial to calm the irritation.

Manufacturer narrative:
The product was evaluated on november 09, 2018. It showed that at the time of the event it had been used for 106 treatments. The tip passed flow and thermistor testing. No leak test or functional testing was performed due to dielectric breakdown being observed in visual testing. The DHR review has been performed, and final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number (B)(4). A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is necessary. During evaluation of the treatment tip, service confirmed damage of along the rf trace of the tip. This evaluation confirms customer¿s account of damage to the tip membrane during treatment. Defects on the tip membrane can lead to a raise in temperature of the tip and can potentially cause patient burns during treatment. No patient injury occurred during treatment. The datacard was not provided for evaluation so it is unclear if any errors occurred that alerted operator. Investigation found the burning smell was caused by stress concentrations on the flex assembly at the adhesive edge that damaged the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. The investigation is complete.

Event description:
A user facility reported that during a thermage treatment the machine experienced an electrical shortage and became over heated. Skin burn smell was noticed after the tip was applied to the patient. Treatment was immediately stopped. The cables were changed as was the return pad. The doctor checked the tip on her own skin, and it felt like burning with 0.5 energy. The doctor opted to stop the treatment and then the machine showed an e125 error - "check all patient connections including return pad and return pad cable. Press [continue]." The doctor followed the instructions that appeared on the screen of the machine, but was not able to fix the problem. No patient injury was reported. There were 204 pulses left on the tip.